Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that on an unknown date, the 3.5 mm lag screw broke in a patient. The original implant was an open reduction internal fixation (orif) of the distal tibia on an unknown date. The plates and construct are all intact. A hardware removal is not scheduled. The surgeon is going to cast the patient. The aware date is being reported as (B)(6) 2013, the date reported, for reporting purposes only. If the actual aware date becomes available we will update accordingly. No additional information was provided. This report is for an unknown screw lag. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis.additional narrative:note: blank fields on this form indicate information that is unknown, unavailable or unchanged.